Event description:
The customer stated a false positive toxo-igg result had occurred on the axsym analyzer for one patient sample. The sample generated an initial result of 32.6 iu/ml. A repeat of the sample generated a result of 0.1 iu/ml. A previous toxo igg test for this patient ((B)(6) 2010) generated results of 0.0 and 0.1 iu/ml. The instrument error log revealed errors 5013 (motor step loss, sampling center) and 5015 (motor step loss, processing center). The customer was advised to replace the probes and lamp, recalibrate the optics and increase the sample centrifuge. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). In response to this issue an investigation was initiated to further examine the customer's observation. The investigation included a review of the complaint text, a search for similar complaints, a review of labeling and a review of the service history for the device involved. Based upon the available information, the exact cause for the false positive (B)(6) result could not be identified. The customer was instructed to replace both the sample and processing probes, to replace the lamp and recalibrate the optics, and to increase the sample centrifuge time. A review of the service history for the axsym analyzer, serial number (B)(4) for the time period of (B)(4), 2010 indicated no further complaints were documented for the reported issue. Product labeling was reviewed and found to adequately address probable causes and corrections for erratic results. A review of complaint tracking and trending did not identify any adverse trends associated with the complaint issue evaluated. Based upon the investigation, it has been determined that the axsym, list number (B)(4), serial number is performing as intended. No product deficiency was identified.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.